Manufacturer narrative:
The device was returned to olympus and the evaluation found unit failed leak test and puncture on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the unit failed leak test due to puncture on cable. The most probable cause of the identified failures is cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited unit failed leak test and a puncture on cable. There was no patient involvement.